Event description:
Medtronic received information that after the circuit was primed and bypass was initiated, a leak was observed from the roller tubing near one of the connectors. The healthcare professional elected to replace the entire perfusion circuit. During circuit changeout, the patient suffered a cerebral air embolism. Following the procedure, the patient was placed under observation in the intensive care unit. The product was returned to medtronic for analysis.

Event description:
Medtronic received information that after the circuit was primed and bypass was initiated, a leak was observed from the roller tubing near one of the connectors. The healthcare professional elected to replace the entire perfusion circuit. During circuit changeout, the patient suffered a cerebral air embolism. Following the procedure, the patient was placed under observation in the intensive care unit. Product return has been requested, but is unknown if the product will be available for analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed a tear approximately 0.067 inches in length in the roller tubing just at the end of the connector. The damage was consistent with wear caused by a roller pump repeatedly applying pressure at the tubing/connector interface, confirming the suspected root cause of the issue. Increasing in the length of the roller pump tubing in this customer's custom tubing pack remains the appropriate action oto reduce the risk of similar issues.

Manufacturer narrative:
Product analysis: product return has been requested, but the device has not been returned to medtronic for analysis. Investigation: the device history record was reviewed and showed that this tubing pack met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. During evaluation of the potential root cause for the event, medtronic¿s quality engineers noticed that the length of the silicone roller pump tubing had been changed from 19 inches in the prevision revision of the pack design to 16.5 inches in this revision of the pack specification. The change was made at the customer¿s request. A sample of the 16.5 inch section of tubing was created and tested on a roller pump in an effort to replicate the reported issue. It was observed that because of the short length of the tubing, there was risk that the connector at the end of the tubing could get inside the lock of the roller pump. After running the sample line for 30 minutes, damage was observed at the location where the tubing met the connector. Although at this time we have not received the returned product for evaluation, it is suspected that the short section of roller tubing may have caused damage to the tubing where it meets the connector. To reduce the risk of the issue, the length of roller pump tubing has been increased from 16.5 inches to 20 inches in the customer¿s pack design. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.